Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a known phase to phase short had a no external power alarm while on fully charged batteries. Log files were sent for review, asking if this was this related to the pump stop alarms or questioning if a controller exchange was needed. The log file contained multiple abnormal pump stop, low speed, and low flow hazard events while connected to the patient cable. This type of behavior has been linked to a potential issues with the percutaneous lead. The patient's record indicated that the patient already received a driveline repair, and this data suggested the short to shield was internal. In order to prevent further interruption in support would be beneficial to keep the ventricular assist device (vad) connected to battery power underground cable going forward. The patient did not experience any symptoms at the time of the pump stops. Controller pcx-22496 was exchanged due to patient request along with the battery clips. The patient continued having ¿no external power¿ alarms along with speed drops and ¿low voltage¿ alarms. On 03mar2026, it was communicated that the patient had a new no external power alarm on the new battery clips and system controller (pcx-22490) while sitting down doing paperwork on 03mar2026. Log files were sent for review on 04mar2026 that continued to capture low speed and pump stop alarms throughout the event history. There were also a few no external power and low power alarms between 2mar2026 and 4mar2026 that appeared to be occurring on batteries and wall power. Per technical services, phase to phase shorts have been known to induce power related alarms with the controller so the alarms could be related to that if the patient was not aware of any known disconnects or outages. These alarms were not actually related to the power sources, but to the controller being impacted by shorting events. The center scheduled a battery replacement on 05mar2026 with intention of returning them. The patient also reported that they had a replace controller alarm and changed to the back-up controller the morning of 04mar2026. Per technical services, the controller may have been overloaded by one of the short events that occurred right before the controller swap. For safety, it should be taken out of service. On 05mar2026 it was reported that the site requested a replacement for a faulty system controller (pcx-22496). It was communicated by technical services the site that the controller may have been overloaded by one of the short events that occurred right before the controller swap.